Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing for patient and was not showing in pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where orders were not crossing over to patients and was not showing in pyxis system. A technical support specialist (tss) reviewed message structure, identified malformed hl7 segments, located the al1 segment and confirmed a special character in al1.5 causing rejection at pyxis carefusion coordination engine (cce), determined corrective action required to remove or replace the invalid character for proper processing, delivered findings and resolution details to information technology (it) for implementation to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing for patient and was not showing in pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.